Manufacturer narrative:
One opened trocar assembly visually inspected and was found to be nonconforming with a cut and hole in the septum. The final finished goods lot was manufactured with fourteen valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, three lots were reprocessed for anomalies that did not contribute to the customer complaint. One lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history reviews. Ten lots had no anomalies found based on the device history record reviews. No additional investigation is required based on device history. A complaint history examination indicates this is the (B)(4) complaint received for leaking against the components of the reported lot. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. This complaint reported lot includes affected manufacturing lots. The post assembly inspection has been discontinued. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the trocar was leaking during a vitrectomy procedure. The case was completed. There was no harm to the patient.